Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced no external power alarms regardless of the power source they were tethered to. Manipulating the black power cable resolved the alarms. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the power module and mobile power unit (mpu) was confirmed via analysis of the log file and reproduced during testing of the returned system controller (serial number: (B)(6)). The reported no external power alarms while connected to 14v batteries were not confirmed as they were not captured in the log file or reproduced during testing. The log file downloaded from the returned system controller contained approximately 1.5 days of data ((B)(6) 2022 per the timestamp). The log file captured no external power alarms on (B)(6) 2022 from 0:46:27 to 0:46:30 and from 0:57:02 to 0:57:05 due to the voltages dropping to 0 v on both power cables while connected to the mpu. The alarms resolved each time as the voltages returned to the appropriate levels. The system controller backup battery supplied power to the system during the losses of external power. The driveline was disconnected on 17:26:03 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed that the black power cable was kinked and had several small cuts in the outer jacket. The controller was connected to a test power module and mock circulatory loop, and the no external power alarm was able to be reproduced when flexing the black power cable. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. No other atypical alarms were observed during testing. The controller was also tested on a mock circulatory loop with 14v batteries; however, no atypical alarms could be produced while connected to the 14v batteries. Electrical testing of the power cables revealed that the green wire (redundant power line) in the black power cable was shorting to the cable shielding; this would result in the observed no external power alarms while connected to a grounded power source (power module or mpu). The outer jacket was removed from the black power cable and a tear in the insulation of the green wire, exposing the underlying conductor, was observed approximately 9.25¿ from the power cable connector; this would allow the conductor to make contact with the cable shielding and result in the no external power alarms. The root cause of the reported event was determined to be damage to the black power cable, which resulted in one of the power lines shorting to the cable shielding. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.